Event description:
It was reported that the continuous cardiac output (cco) value was incorrect during use of a vigilance ii monitor and the 70cc2 cable. Although other parameters changed, the cco value displayed on the vigilance ii monitor did not. The customer noted the abnormality of the value and surmised that the value was demonstrably wrong. No alert or alarms were reported with respect to this event and no patient compromise occurred, as no treatment was initiated in response to the erroneous values.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, returned product evaluation result(s), investigation, and conclusion. Please see MDR 2015691-2014-00825 referencing the related vigilance ii monitor.

Manufacturer narrative:
The cable date of manufacture was unable to be determined as the 70cc2 cables are not serialized and the cable device history record was not available for review. The customer¿s complaint was unable to be replicated during examination of the returned cable. No physical damage was observed during the visual inspection. A cable self-test was performed utilizing a vigilance ii monitor, whereby cirris functional testing and sr720 testing were successfully executed with expected results. The system-related vigilance ii monitor also identified with this event was returned for evaluation as well. The vigilance ii monitor was manufactured 12-nov-2008 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. Examination of the returned monitor was also unable to replicate the customer¿s complaint. There was no failure of the monitor to perform as expected. Over 36 hours of burn-in testing, fatu final testing and safety testing were performed. No physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be determined and there was no evidence of any failure of either device to function appropriately. The cable and monitor will be returned to the customer (B)(4) (MDR 2015691-2014-00825 and MDR 2015691-2014-00826).